Event description:
Back up primary tubing required further education on use. Medication going too quickly, but was caught by nursing staff before the patient was effected. The ER experience was that the meds backed up into the primary line. Spoke with distribution and paged director as manager on vacation. Physical examples of tubing brought to each area with paper copy of explanation. Email to be left with each charge nurse with explanation. "Please be aware that our standard alaris tubing is on backorder and the materials department was able to secure a replacement that is slightly different. Please note the slight changes below:please find information on original and sub below:2120-0500 (green) = original2110-0500 (red) = sub coming in on saturdaycheck valve is missing in sub, but roller clamp is the same. The sub is two inches shorter. This means that you need to clamp the tubing at the top when you are giving a secondary med. Please make sure staff understand this.